Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage was found inside the insulin pump noted. No unexpected smell anomaly noted. However, the insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a basal attempt does not have any impact on their blood glucose. The customer's blood glucose reading was 360 mg/dl at the time of incident. Troubleshooting found that insulin leaks into the reservoir compartment and there is a small crack on the pump casing. Customer was advised to revert to a back-up plan and to consult their doctor about a possible replacement. No further details given.